Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2017, the initial ascend flex reverse surgery was performed. (B)(6) 2019, postoperative pain and restriction of humeral elevation and rotation occurred. (B)(6) 2019, a revision surgery was performed. The surgery completed with a resize of the glenoid sphere. Comments from the surgeon: ''I don't know the cause, but it's not an implant defect. Since the selected size in the first case may not have been suitable for the patient, we tried reducing the sphere diameter.''. No delay in surgery.